Manufacturer narrative:
Chowdhry m, khakha rs, norris m, kheiran a, chauhan s, improved survival of computer assisted unicompartment knee replacement: 252 cases with minimum follow-up of 5- years, the journal of arthroplasty (2016), doi: 10.1016/j.arth.2016.11.027.

Event description:
It was reported in a journal article that the patient experienced a revision due to femoral loosening ten months post implantation.